Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir ring was damaged. Customer blood glucose reading was 177 mg/dl. Troubleshoot was performed. The location of the ring damage was from the top of the reservoir compartment. The reservoir cannot stay in the insulin pump. Insulin pump will be returning for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.